Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during fourth inflation at 8 atmospheres for 10 seconds, the middle part of the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.